Event description:
The customer reported that the handle jammed and the blade was not working properly right from the start of the operation. The handle would not come back to its initial position. Upon arrival of the device, visual inspection determined that 1.5mm of the blade is missing.

Manufacturer narrative:
The cut function was tested on a silicone test strip and failed to cut. The device was viewed under magnification and the blade was broken near the last weld. The broken piece was approximately 1.5mm and could not be located. The site was contacted multiple times in an attempt to discover the location of the broken blade. It is possible the customer hit a staple, metal pin, or other hard object that damaged the blade resulting in the reported event. The IFU warns the user to not deploy the cutter on clips, staples, and other metal objects to prevent damage to the cutter blade.